Manufacturer narrative:
H.10: through follow-up communication livanova deutschland learned that a technician replaced the patient pump 1 and the distribution board. After the replacement, the cardioplegia pump started to smoke and the technician replaced also the cardioplegia pump, the ribbon cable and the processor board but several start tests error codes appeared. The technician replaced the ac mains board and the issues could be solved.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a pump failure on a heater-cooler system 3t during setup. There was no patient involvement.